Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that once the 1st revision surgery was completed (it¿s reported as (B)(4)). It was reported that the sales-rep obtained from the doctor that it was confirmed plate breakage after the 1st, revision surgery. Thus, the 2nd revision surgery was performed on (B)(6) 2019 by replacing 2 plates (852.264.01s) to titanium plates from other company. The surgery was completed, and it was unknown whether there was a surgical delay or not. The patient was discharged from the hospital on monday (B)(6) 2019. No further information is available. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity# unknown). This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture surgical intervention and medical device removal. H6: part: 852.264.01s, lot: l501258, manufacturing site: oberdorf, release to warehouse date: 18 aug 2017, expiry date: 01 aug 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.